Event description:
It was reported a continuous ambulatory peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for the event and received unknown treatment for peritonitis. At the time of this report, the patient outcome was unknown. On an unknown date, pd therapy was discontinued. Three days after hospitalization the pd catheter was removed. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.